Event description:
Related manufacturer reference number: 3006705815-2022-17951 3006705815-2023-00277. It was reported that the patient was experiencing pain at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2023 during which the ipg was relocated to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.